Event description:
It was reported that the procedure was cancelled. An angiojet console was selected for arterial thrombectomy. During the procedure, the barcode scanner on the console was not scanning. Consequently, the procedure was not completed due to this event. There were no patient complications as a result of this event.